Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no hardware or reagent preparation issues. The controls and negative samples had expected values, and the samples in question had clear flashcurves consistent with their result. Ts concluded the sample was low-target and relayed this information to customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.

Event description:
Customer reported a discrepant result in one sars-cov-2 tma run, (B)(4), using assay lot 317372 on panther instrument sn (B)(4). A positive sample repeated as negative for the same aliquot. Customer also took a new aliquot of the initial positive sample and reran it, where it resulted negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results reported to patients.